Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to air introduced into the circuit when drawing blood for lab testing. The operator discontinued treatment without performing rinseback on two consecutive treatments. The pt rec'd a blood transfusion due to the blood loss events. No other medical intervention was required. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
An arterial air alarm occurred at the end of a routine hemodialysis treatment, when drawing blood for labs. Treatment was discontinued without performing rinseback. Te operator reported discontinuing two consecutive routine hemodialysis treatments without performing rinseback resulting in a blood loss of 190cc for each treatment. Further details of the second event were not available. The pt was transfused with two units of blood. No other medical intervention was required.